Manufacturer narrative:
Original submission narrative: this issue is under investigation. A follow-up report will be submitted when the investigation results are available. Follow-up narrative: this supplemental report is being submitted to update the device available for evaluation, update the follow-up type , update the device evaluated by manufacturer, update the event problem and evaluation codes, and provide the investigation results. Root cause: there is a recent change in the searchlookback algorithm, which was introduced after (B)(4) software release. The issue was occuring in two scenarios: when size of the color roi increases, the searchlookback time increases, but renderer looking for searchlookback time only upon start of the sweep or the wrap around. Upon wrap around, the renderer finds that searchlookback time is high, it pulls one frame which is lower than the current rendered frame. The old frame is displaying for a moment, hence the flushing. With teq turned on, entering into res, causes the searchlookback time to change. Upon wrap around renderer look at the larger searchlookback time and pull an old frame from the cinebuffer. The capture terminates because it finds out the new frame timestamp is older than the rendered frame timestamp. This issue was fixed as an engineering defect in (B)(4).

Event description:
It was reported that during an unspecified procedure, when the system is in the middle of capturing a clip at a high frame rate, an intermittent message of "clip truncated" is displayed. This phenomenon occurs when using res or image width to create high frame rate clips, especially when teq2 is used. There is no report whether the procedure was completed; however, there is no patient injury reported. No additional information was provided.